Event description:
The customer reported that on (B)(6) 2012 an erroneously elevated cardiac troponin (accutni) result, which exceed the customer's normal reference range, was generated on a unicel dxc 600i synchron access clinical system for one patient sample. The customer was alerted to the possible erroneous result by an instrument generated delta check flag. Although the laboratory's protocol specifies the repeat of unexpected results on an alternate method prior to reporting results outside the laboratory, the elevated accutni result was released from the laboratory without repeat, and the patient was transferred to the intensive care unit of the hospital and possibly administered heparin. Subsequent repeat testing and a redraw of the patient generated lower results within the normal reference range from the original instrument. The repeat/redrawn results were regarded as valid and corrected reports were issued. Accutni quality control (qc) values were within the customer's established ranges during the timeframe of the event. No actual patient results, specific patient information, sample collection/handling information or additional instrument assay performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event.